Event description:
During a therapeutic plasma exchange (tpe) procedure, a kink in the plasma line below the collect concentration monitor (ccm) was discovered. During the first 30 minutes of the run, albumin was delivered, but no plasma was removed from the pt. So the pt became fluid overloaded. After the kink was discovered, a physician was notified and the pt was given lasix for the remainder of the procedure to address the fluid overload. The procedure was completed with no further issues. The pt went home after the procedure. Three to four days later, the pt was admitted to the ICU for recurrent pneumonia. The customer is not alleging that the pneumonia was associated with the tpe procedure. The disposable set is unavailable for return for eval. This report is being filed due to hypervolemia.

Manufacturer narrative:
(B)(4). Investigation: if the plasma collect line on a cobe spectra disposable is blocked during a tpe procedure, this will result in hypervolemia in the pt. The blockage causes the separated plasma to be diverted into the return line and back to the pt instead of to the plasma waste bag. The plasma line may pulse, but typically does not result in an alarm. The lack of alarm is likely because an occlusion at this site on the plasma line does not result in increased pressure within the tubing set because there is an open path via the rbc return line. Misloading of the disposable tubing below the ccm can cause an indentation severe enough to create an occlusion. This can result in the diversion of removed plasma from the plasma waste bag to the return line. Tubing indentations can also be caused by the sterilization process where the tubing is subjected to gases, a vacuum, and high temperatures. The device history records were reviewed based on the lot numbers that were shipped to the customer. No issues related to this event were found. Root cause: the root cause of this incident is related to an occlusion in the plasma collect tubing line. Without physical inspection of the kit, is cannot be confirmed if the kink was created during sterilization or during the loading of the kit.